Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) could not be loaded and became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) could not be loaded and became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: d8- device is single use and not reused on patient. The device was returned to the factory for evaluation. An investigation was conducted on 10/01/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was visible in the loading device body. The seal and tension spring assembly was removed from the loading device. No visible defects were observed on the seal or tension spring assembly. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.215in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed.